Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Analysis description: no conclusion code available. Final analysis confirmed the reported backup operation. The anomaly was caused by a checksum error. After product code download, the device exhibited normal device characteristics.

Manufacturer narrative:
(B)(4).